Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For each patient event, please provide the following: please provide photos for each patient event. Can you describe the patient systemic reaction? Which tissue layer, at which location, was the monocryl suture used? How was the suture placed (interrupted or continuous)? Does the surgeon believe the monocryl suture had any relationship to the reaction? Was there any alleged deficiency relating to the monocryl suture? What was the product code and lot number of monocryl suture used? Was the incision dry when the prineo was applied? What prep was used prior to the application of prineo? Was the prineo mesh placed over the entire length of the incision? Did the prineo mesh extend beyond the patient incision? Was a dressing placed over the incision? If so, what type of cover dressing used? What is the physician¿s opinion of the contributing factors to the systemic reaction? Was there any alleged deficiency relating to the prineo? Patient demographics: initials / ID; age or date of birth; bmi? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Was prineo or skin adhesive used on the patient in a previous surgery or wound closure? Product code and lot number of prineo used? Will any product be returned for evaluation? What is the most current patient status? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Adverse event related to monocryl suture reported via MFR report # 2210968-2019-79009.

Event description:
It was reported that the patient underwent breast reconstruction procedure on (B)(6) 2019 and topical skin adhesive was used. The incision was closed with suture and covered with topical skin adhesive. The patient returned on (B)(6) 2019 with a systemic rash across her entire body. The doctor removed the topical skin adhesive, applied a steroidal cream and prescribed antihistamines. Additional information has been requested.